Event description:
It was reported that (2) devices were used during a laparoscopic sigma. It was reported by the affiliate that one tlc55 instrument would not cut completely and another tlc55 does not staple completely. There was no consequence to the pt. The devices will not be returned.